Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic received an alert from the remote home monitoring system indicating tachycardia therapy was programmed off for the implantable cardioverter defibrillator (ICD). The medical personnel stated the patient had been in the office approximately one week earlier for an interrogation and they thought the patient left with therapy programmed on. Boston scientific technical services (ts) and ts confirmed that tachycardia therapy is off in the device. The clinician was on the way to the patient's house to turn therapy back on. It was confirmed that tachycardia therapy was programmed back on in the ICD. No adverse patient effects were reported.